Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v, and the lens tore coming through the injector. The surgeon cut the lens to remove it. The cartridge used was not tested or recommended for use with this lens model. No pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic and half of the lens optic is torn off and is missing. There is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.